Event description:
It was reported that a clearlink system continu-flo solution set leaked at the top y-site port (clearlink). The issue was further described as, lipids leaked from the primary intravenous tubing at the top y-site where a non-baxter cap was in place. The cap was removed and noticed that the y-site port continued to leak. This occurred during patient infusion. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 02/26/2025 - 02/27/2025. H11: the device was received for evaluation. Visual inspection was performed which showed that all components were correctly placed and according to specifications; no defect was observed. Functional pressure and clear passage testing were performed, and a leak was observed at a y-site clearlink. An autopsy was performed on the y-site clearlink which identified non-conforming material (gland); the gland had a hole. The reported condition was verified. The cause was due to the defective supplier material used during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.